Event description:
This pt was found unresponsive and a cardiac arrest code was called. It was found on the telemetry strip that the pt had significant rhythm changes. At first it was thought that the telemetry monitor did not alarm. Ge was called and asked to assit in determining the problem. It was discovered that the telemetry tech turned off the alarms and did not notice the arrythmia.